Event description:
Asr revision yet to take place; asr xl - unknown hip side; reason for revision: unknown. Legal letter states: 'the prosthesis installed proved faulty from the start since it resulted in health problems caused by the debris of metal (colbolt chrome) producted by the malfunction of the implant' and 'because of that installation of prosthesis defective, the values of blood or mr cara were altered also for the presence of colbolt and chromium, causing serious damage to health and forcing it to undergo subsequent interventions and controls, even with increase of costs' - (B)(4).

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.